Event description:
Report received from abbott international affiliate (abbott UK) of an unrequested delivery of narcotic. The report states: "pt rec'd 60 mg of morphine in 4 hours without demand. The pt did not experience any adverse event or require intervention coincident with the device -- no pt effect." The concentration of morphine is unknown. There is no info available on the settings. Though requested, no add'l info was available.